Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering experienced difficulty in actuating the device and no clips would load. The unit was disassembled for further investigation and it was found that an internal component was damaged; all remaining components met specifications. The root cause of your experience could not be determined as engineering was unable to replicate the incident; the damage to the internal component may have occurred as a result of excessive force applied to the trigger during the investigation. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "when attempting to ligate the duct, the device wouldn't produce a fully closed clip. Another clip applier was used to finish the procedure." Patient status - "n/a."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.